Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer reported problem was confirmed. Investigation found 'flash memory post' at power up and the pump main board did not operate as intended. Further investigation found failure in the flash memory of the main board. Investigator replaced the pump main board. Performed power up process, pm and all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited code flash memory error and stopped working during infusion. No patient involvement reported.